Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon did not inflate. No other information provided. What surgical procedure was being performed: lap left inguinal hernia repair. Was there any unanticipated tissue loss as a result of this problem: not aware of. Was there blood loss of 500cc or more due to the product: not aware of. Was surgical time extended by more than 30 minutes due to the product problem: not aware of.

Manufacturer narrative:
(B)(4).